Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor q8.

Event description:
The customer contacted physio-control to report that an event code is logged in the memory of their device. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was found that the device would not deliver energy. The cause was isolated to the therapy pcb. After the therapy pcb was replaced and device software was updated, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that an event code is logged in the memory of their device. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no report of patient use associated to the reported event.